Manufacturer narrative:
Findings: unit received with constant blank display and constant watchdog alarms during battery changes due to moisture damage on all electronic assemblies. Unable to perform pump self test, displacement test, operating currents meas. And off no power test due to constant blank display and constant watchdog alarms. Unable to verify alarms, alarms and alarms due to constant blank display and constant watchdog alarms. Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 169 mg/dl at the time of the call. The customer stated that they received multiple alarms on their insulin pump. The customer was assisted with the issue but the black display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis. "